Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
The company representative (rep) reported the patient had two leads implanted and both leads were fractured. This was found by impedance check. The physician considered fractures of all contacts in both leads quite unlikely and there was an implantable neurostimulator (ins) failure. No symptoms were reported.